Event description:
It was reported that during routine follow-up, increased impedance measurement and high capture threshold were observed. Lead to be revised. The patient was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.